Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the threaded tip of the returned reflex-hybrid screw extractor inner shaft was confirmed to be broken. Mfg record review: no discrepancies noted and all material and hardness certificates were in order. Complaint history analysis: (B)(4) previous records relating to inner shaft tip-deformation on the re-designed reflex hybrid screw extractor. The investigations into past complaints concluded that the failures were the result of user-error. Risk assessment: the broken instrument tip was safely removed from pt and the surgery was successfully completed. In addition, the instrument is made of biocompatible stainless steel to mitigate the risk of broken tips remaining inside the pt. Conclusion: the surgery was successfully completed. The instrument failure is believed to be the result of user-error. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft".

Event description:
Prof (B)(6), surgeon at the hosp, alleged the following event to (B)(4), sales rep: "during an explantation of a reflex hybrid plate, the tip of the screw extractor fractured on the head of the third screw (the first and second screws were extracted without difficulty). A cracking sound was heard while tightening (using the device) onto the screw head. The sleeve was placed on the plate and a counter-clockwise screwing was performed in order to unscrew and extract the plate. Once the sleeve was removed, the surgeon noticed that the screw was not removed and the tip of the screw extractor was fractured on the screw head."